Event description:
It was reported that driver tip bent. She was able to take it out of the patient's mouth. Tooth location: #9.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two navigator certain implant mount 4.1mm(d) long (sgiim4l) were returned for investigation (images attached in complaint). The one reported unknown driver was not returned for investigation. Visual evaluation of the as returned product identified that one mount had a bent screw, and the second mount had a fractured screw was identified at the threads. The fractured threaded piece of the screw wasn¿t returned. No damage to the mounts was seen. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide product experience report (per). However, the complaint description confirmed the reported device was located on tooth # 9 (unknown dental notation system). X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. DHR review: (sgiim4l): DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (sgiim4l) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur with the mounts (fracture and bent). However, without all devices being returned (unknown driver), the reported event is non-verifiable. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.